Event description:
The customer reported erroneous results were generated by a coulter hmx hematology analyzer with autoloader for five patient samples. The erroneous results for four of the five patients were reported out of the laboratory; there was no impact to patient treatment as a result of this event. Review of the data provided show that all five patient samples were reanalyzed multiple times. Higher or lower white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), hematocrit (hct) and/or platelet (plt) results without instrument-generated messages were obtained on an initial run when compared to rerun results, which were reported out of the laboratory as correct. On the morning of the event, control results recovered within specifications. In the afternoon, the customer performed another control run and the results recovered low.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of erroneous results was valve vl22 and replaced the valve. The instrument was verified to meet specifications. Per follow up with the customer, the instrument is currently operational.